Event description:
According to the reporter, during an open heart surgical procedures, when the defibrillator was used, no energy was transfered to the pt. The rptr stated the spoons were replaced without success, then subsequent to the handles and cable assembly being replaced, proper operation was observed. No adverse affects to the pt were reported as a result of the alleged malfunction.